Event description:
The patient stated that he was experiencing "severe high blood glucose issues" because he had pneumonia and was on strong steroidal medications. He reported that his blood glucose meter displayed "hi" last week indicating that his value was greater than 600 mg/dl. He stated that he did not notice any symptoms of elevated blood glucose because of his pneumonia. Because of his symptoms of pneumonia, he conveyed that he "could not tell the difference". He reported visiting his physician on the day of the report due to his elevated blood glucose. His physician gave him an injection containing 15 units of "r insulin". He stated that, at the time of the report, his blood glucose value was 180 mg/dl. He reported a target blood glucose value of 110 mg/dl. Troubleshooting did not find any issues with the product. In follow up, the patient stated that he had been able to keep his blood glucose "down". He noted that he had finished his steroidal medication a few days prior to follow up. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.